Manufacturer narrative:
Initial reporter phone no. - (B)(6). Initial reporter postal code - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the heater line of homechoice cassette. This occurred during fill for automated peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the heater bag tubing was also kinked. Renal therapy services (rts) assisted the customer with ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.